Event description:
During insertion of triple lumen catheter, the guidewire became kinked and could not be removed. Procedure had to be repeated. A similar problem with this same product resulted in a piece of the guidewire breaking off in the patient. Problem was reported to f.d.a.